Event description:
Complainant alleged that during biomed testing the device displayed a unk "defib fault" code message. The customer was unable to recall the exact code message that was displayed. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received product and will be providing a follow-up report when our investigation is completed.